Event description:
A customer reported encountering a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset, guiding the customer through the process, which successfully resolved the issue, allowing the customer to start a new sensor session without further errors.